Manufacturer narrative:
Corrected d10: concomitant medical products:: gore® excluder® aaa endoprosthesis - stent graft contralateral leg endoprosthesis (x4). Corrected h6: added type of investigation code 4119 - insufficient information available. Explanation: the reported complications may be the result of the patient¿s disease progression or disease symptoms, co-morbidities and conditions and surgical technique, however, this is unknown as, despite multiple attempts to obtain further information, no further information has been provided to gore.

Manufacturer narrative:
Explant scientist observations from the report provided by third party investigator (geprovas): the endoprosthesis system was reported to have returned in formalin, however the image of the returned specimen depicts the specimen only approximately halfway immersed in a solution, therefore the status of fixation is questionable. The returned aaa system was reported to measure 17 cm (misreported as mm) with all ends transected. The proximal trunk and constraint sleeve were transected, seated within the contralateral gate was cl-1 and within cl-1 were cl-2 and cl-3f respectively, seated within the ipsilateral leg was cl-4f. Geprovas reported two contralateral legs within the gate, however three are visible. The ablumen was generally devoid of tissue except scattered plaques of red brown material. The depicted proximal and distal extremities appear to be generally devoid of tissue except minimal plaques of red brown material similar to the abluminal surface. The patency of the graft fragment could not be confirmed based on the images provided. Material disruptions (e.g., transections) were consistent with those caused by surgical instrumentation (e.g., scalpel, scissors) during the explant procedure. A review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. Multiple attempts have been made to acquire additional information to classify any possible specific device problem, device identification, and event dates. No additional information has been provided. D10: concomitant medical products: gore® excluder® aaa endoprosthesis - stent graft contralateral leg endoprosthesis (x2). Gore® excluder® aaa endoprosthesis - stent graft iliac extender endoprosthesis. H6: added investigation conclusions codes 4315 and 22. Per gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: infection (e. G., aneurysm, device or access sites). Corrected h6: removed type of investigation code 4119 - insufficient information available. Updated investigation findings code to 213 - no device problem found. Code 3221 is no longer applicable. Removed investigation conclusions code 11 - conclusion not yet available.

Manufacturer narrative:
No patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. The date of incident is unknown. Therefore, the date of which the incident was received from a third party investigator is used as date of event. The medical device returned to a third party for investigation. The analysis report was shared with gore and evaluated appropriately. Information has been requested from the physician regarding event dates, patient information, device identification and more detailed event description.

Event description:
It was reported to gore that a gore® excluder® aaa endoprostheses was implanted in 2019 to treat an elective aneurysm located on the abdominal aorta. On (B)(6) 2021, after 2 years and 8 months, the endoprosthesis was explanted due to an infection by pseudomonas aeruginosa.